Event description:
Related manufacturer reference number: 2017865-2021-40055. Related manufacturer reference number: 2017865-2021-40068. Related manufacturer reference number: 2017865-2021-40069. It was reported that the patient experienced fever due to an infection. There is no allegation that the abbott devices or any procedure involving the abbott devices, caused or contributed to the infection. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and atrial lead was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.